Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a high blood glucose of 28.5 mmol/l. Customer stated that he gave himself a manual injection and his blood glucose was still high. Customer had the following symptoms of high blood glucose: feeling thirsty, urinating, and feeling lightheaded. Customer did not contact their health care professional for the high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer reported that the time and date are correct. Customer found that the no delivery alarms were cleared in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to remove the set from the body. Customer stated that the cannula was not bent. Customer was explained that high blood glucose are often caused by site or set issues. Customer was advised to change the set every 2-3 days.